Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient experienced chest pain. In (B)(6) 2021, percutaneous coronary intervention was performed on the patient. The 75% stenosed, target lesion was located in the moderately tortuous and mildly calcified proximal middle part of right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the patient experienced unbearable chest pain two hours after the procedure. The source of the pain could not be determined. The patient was given a morphine injection to relieve pain and the effect was not obvious. Ioxoprofen transdermal patch and oral oxycodone were then administered and the pain gradually subsided. On the following day, the pain had gradually disappeared. There was no issue with the device identified. The patient was in good condition and discharged from the hospital.